Event description:
On (B)(6) 2014, a patient received a third degree burn from a grounding pad during a simplicity procedure on the left abdomen. The patient was treated with santyl and biatain.

Manufacturer narrative:
The grounding pad was not returned, therefore visual, performance and mechanical/ physical testing could not be performed. The manufacturing records were reviewed with no abnormalities found. (B)(4).